Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the screen was smudged and they are having a hard time to read the screen of insulin pump. The customer¿s blood glucose level was unknown. The customer also reported that there was fluid under the lcd display of the insulin pump. The customer was able to perform self test. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.